Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. While unpacking the taxus express2 3.0x28mm drug eluting stent, a protruding stent strut was found. The damaged device was exchanged for another taxus stent. No pt complications were reported.